Event description:
It was reported that the user experienced hyperglycemia with the ilet displaying a ¿high¿ glucose reading after receiving and using an unintended infusion set type; the user had been without insulin since a prior evening due to supply issues, was guided to place an alternative infusion set, and later resumed insulin delivery with plans to receive the correct set. Symptoms included headache without other reported complaints. Outcomes included recovery of glucose into range after corrections and no further assistance required. Investigation included user education, troubleshooting of infusion set use, and follow-up calls. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause in the context of interrupted insulin therapy and initial use of a different infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.